Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issues and subsequent treatment appear to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, moderately tortuous renal artery. A 5.0x18mm herculink elite balloon-expandable stent (bes) failed to cross due to anatomy, upon removal, the stent dislodged and migrated to the distal segment of the right femoral artery. A guidewire and snare were used to retrieve the stent via a crossover sheath from the left femoral artery. An unspecified device was used to complete the procedure. There were no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.